Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device would give the user the impression that the fiber degraded quickly thereby confirming the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a percutaneous nephrolithotomy (pcnl) in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis p120 with settings of 0.3/80 joules and total energy of 4.56 kilojoules. According to the complaint, during the procedure and inside the patient, the laser fiber burned back quickly in 2 minutes of use with minimal power of the laser. The procedure was completed with a shock pulse device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.